Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level, as the issue did not cause the pump to shut down. No additional information was received regarding the outcome of the event, and technical support intended to follow up with the customer.